Manufacturer narrative:
D1 brand name was updated. D3 and g1 manufacturer fax were added as they were inadvertently omitted from the initial report. Ppae/vascular dissection: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A4 weight is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted into the left femoral artery in a 62-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), on an extracorporeal membrane oxygenation (ECMO), on a ventilator for respiratory support, and in scai stage c shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). Two weeks later, the impella was successfully weaned. The impella functioned as intended. The post-procedure outcome is survived at explant. One week after removal, a follow-up computed tomography (CT) scan revealed a type a dissection. The patient hemodynamics were stable. The causal relationship is unknown.